Manufacturer narrative:
(B)(4). The baxter healthcare disposable device is no longer suspect for this reported case and/or event as the event reported in this complaint is a duplicate to another previously reported complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced cloudy effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was not reported. Treatment for the cloudy effluent was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the cloudy effluent. No additional information is available.